Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:during testing, the audible sound on the pump was unresponsive. The pump case was opened and a crack was found on the audible alarm circuit.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue; no auditory tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.